Event description:
It was reported patient was admitted on monday due to a treatment for chronic pain and now was in ICU not responsive, altered mental status, acting out. The hcp wanted to have someone check the pump because they think there could be an issue with the pump. The patient¿s pump was filled on (B)(6) so the patient was not due for a refill. The pump was used to deliver baclofen. Additional information has been requested, but had not been received as of the date of this report

Manufacturer narrative:
Product ID 8709sc lot# n175922028, implanted: 2009 (B)(6); product type catheter product ID 8 598a lot# serial# (B)(4), implanted: 2009 (B)(6); product type catheter. (B)(4).